Event description:
Client reports that the back hinge broke on his chair which caused him to fall out of the seating.

Manufacturer narrative:
Material and structural testing was done at the parent company. A change in the design of the part was done which improved quality and durability in the hinge attachment area. This chair was updated using the newer style part.